Manufacturer narrative:
The date or return to manufacture for evaluation was reported as mar 30, 2016 in the initial medwatch in error. The date of return to manufacture for evalution is mar 16, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the temperature on the compact air drive device was above specification; and the device was loud. It was noted on the service order that the device was heating during operation. The device failed the following pre-tests: hand piece temperature assessment, noise assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.